Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a pt (age and gender unknown) the device was unable to obtain an ECG signal via pads. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll med corp has not received the product for evaluation and this complaint is still under investigation.